Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 118 sealed 24ga x 0.56in. Insyte-n autoguard units from lot number 4025974. All 118 units were visually inspected through the packaging and needle cover, but no damage or defects were noted on the returned samples. A sampling of 20 units were randomly selected and the unit packages were opened. A microscopic examination of the samples revealed no damage or defects. No splits were noted in the catheter, the needle was not protruding through the tubing, and the catheter tip was not covering the needle bevel. A functional test to simulate needle tip penetration and catheter tip penetration revealed that the insertion forces were within specification. The 20 samples were tested for needle tip penetration and catheter tip penetration. The measured force during each insertion met specifications as per pps-001 rev. 18. No damage or defects were noted on the test samples. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte-n autoguard winged catheter split during insertion. The following information was provided by the initial reporter: we had another lot that is experiencing this same issue. Obtained from the related record: it was reported by customer that nurse/doctor insert the angiocath, it¿s splitting inside the vein.